Event description:
It was reported that the subject device may have the presence of mold within the channel. The scope was being prepped for use, and moisture was found within the channels that were tested. It was turned off and put aside, with moisture from the test still within the device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.